Event description:
The manufacturer received information alleging a ventilator was alarming for a "critical error". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition related to the internal battery was observed. The device's internal battery needs to be replaced to address the issue. Additionally, the dc port was found to be pushed in. The dc connector needs to be replaced to address the issue. No repair was performed as the device was scrapped.